Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". "[Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] 1. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had reduced air/water flow. The issue was found during an unknown procedure. Inspection and testing of the returned device found foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found the air/water supply was reduced; due to a clogged nozzle. Water removal was out of standard; due to a clogged nozzle. The nozzle had foreign material, the bending angle in the up direction was out of standard, the up/down knob had play, the adhesive on the bending section rubber was chipped/cracked/cloudy, the scope connector was dirty, the electrical connector was dirty/discolored, the mouthpiece was loose, the distal end cover was dented, and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.